Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2012 the patient underwent a gynecological procedure in order to treat pelvic relaxation and recurrent stress urinary incontinence and mesh was implanted along with the concurrent procedures of tvh, anterior colporrhaphy, posterior colporrhaphy with varietas mesh, uterosacral ligament suspension-bilateral, mesh removal, perineorrhaphy, cystoscopy, and urethral repair. It was reported that following insertion of the mesh the patient experienced infection, urinary problems, and dyspareunia. (B)(4).